Event description:
Stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the original equipment manufacturer of the reported device. The customer reported that a stretch chair, inc. Product needed repairs. Please find additional contact information below. 1410586606. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).